Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that he set the hc up earlier and then when he came back to connect, he noticed that his supply bag was partly empty. The hp stated he called the nurse and the nurse had him clamp everything and replace that one bag. The hp also stated that since the bag was cold at the time, he put it in the microwave to warm it up. The hc was already primed when he changed the bag. The technical service representative (tsr) explained to the home patient (hp) that it is not recommended to warm the bags in the microwave and that if the solution was too cold that the hc should warm it to the proper temperature before starting therapy. The tsr also explained that once a set up is complete that he should not disconnect a bag and reconnect new ones, that if something needs to be replaced the entire setup would need to be replaced and not just the one bag. The tsr explained the system error 2240 to the hp and had him cycle the power to get back to the beginning of set up. The hp stated that he is going to do manual therapy tonight. The tsr advised the hp to contact the peritoneal dialysis nurse for advice on manual for the night. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated they completed therapy with manual supplies and did inform their nurse. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.